Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a pump problem encountered during the implant procedure. It was reported that at a new pump implant they were able to get water out of the pump and got back about what was expected but they could only get a little over 20ml into to the pump. Per the reporter since they were unable to fill the pump they had to cancel the case. No patient symptoms and no further complications were reported.